Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was being performed when the issue occurred and was completed as planned because the system was functioning properly since the issue was with the footswitch charger alone. Customer reported to philips that the wireless footswitch charger was not functioning. The same issue occurred previously where fse found cable fixation issue. The fse arranged the cable in specific position which temporarily enabled charging of the wireless footswitch, restoring limited functionality. The same issue occurred in this case and to resolve the issue completely, the wireless footswitch charger was ordered and installed by the customer, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The clinical procedure was completed as planned on the same system because the system was functioning properly since the issue was with the footswitch charger alone. A scenario where the procedure can be completed on the same system without a delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch charger had poor contact, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.